Event description:
It was reported that the device showed episodes of inappropriate antitachycardia pacing therapy were delivered due to incorrect interpretation of signals. Technical support was contacted and provided programming recommendations, however, no intervention was performed at this time. The patient was stable.